Event description:
Upon using the needle in a pt's tibia, the insertion guide needle broke off in the cannula, leaving the needle and cannula in the pt's leg. The needle was removed and another intraosseous needle was placed in pt.